Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2008, the pt was admitted to the hospital for abdominal pain. An angiogram revealed the presence of a pseudoaneurysm near the proximal end of the device. On two days later, the pseudoaneurysm ruptured, and the pt was converted to open surgical repair. It was reported that the devices were infected with escherichia coli, the source of the infection is unk, and that the pt tolerated the procedure.